Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia device had a matrix half-height drawer that was failed. A field service engineer found that the open/close sensor was not functioning properly in the hardware test application. The open/close sensor was replaced. The drawer recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients since user can manage to get the medication from the in-patient pharmacy. There were no adverse events or injuries reported based on this event.